Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the string of material completely detached. The sponge was used in normal fashion when the doctor noticed a string of the material was completely detached. There was potential for the string to be left inside the patient had it gone unnoticed but it was fully retrieved. There was no patient injury.